Event description:
The customer reported that the central nurse's station (cns) did not alarm for a patient with a heart rate of 230. The cns should have alarmed red and extreme tachy at 18:00. The patient was sent to the ICU. It is unknown if there was patient injury or patient death.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for a patient with a heart rate of 230. The cns should have alarmed red and extreme tachy at 18:00. The patient was sent to the ICU. It is unknown if there was patient injury or patient death. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Patient information, relevant tests/laboratory data, other relevant history and concomitant medical device information. Attempt #1: 11/11/2022 emailed customer via microsoft outlook for all items under the no information section. The customer responded back with complaint details, but they did not provide the patient and device information as requested.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm for a patient with a heart rate of 230. The cns should have alarmed red and extreme tachy at 18:00. The patient was sent to the ICU. It is unknown if there was patient injury or of any kind.investigation summary: the reported issue of the missed alarm on the cns could not be confirmed because the customer contact was unable to obtain details relating to the event from the original reporter at the hospital. The customer contact requested that the ticket be closed. As such, a root cause cannot be determined. The event logs and additional information were not provided for analysis. Alarms for patient monitoring devices are controlled by alarm settings. Should these settings not be configured correctly, the alarms may not emit when a patient event occurs. Additionally, improper placement of sensors and leads may result in inaccurate values which may prevent alarms from emitting properly. Human factors can be related to alarm fatigue and inadvertent silencing of the alarm. A serial number review of the reported device does not reveal additional related complaints. A complaint history review of the customer's account does not reveal similar complaints relating to missed alarms.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a patient with a heart rate of 230. The cns should have alarmed red and extreme tachy at 18:00. The patient was sent to the ICU. It is unknown if there was patient injury or of any kind.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a patient with a heart rate of 230. The cns should have alarmed red and extreme tachy at 18:00. The patient was sent to the ICU. It is unknown if there was patient injury or of any kind.

Manufacturer narrative:
UDI related data quality updates .corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621ra. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 data of this report. G6 type of report. H2 if follow up, what type?